Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. The lesion was located in a severely calcified unspecified vessel. The physician advanced the 12mm x 3.0mm quantum maverick balloon catheter across the lesion. The balloon was inflated once to 12 atms and ruptured. A different device was used to complete the procedure. No patient complications were listed and the patient's status was reported as good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation by manufacturer: the complaint device was not returned for analysis; therefore a failure analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).